Event description:
65 yr old male had surgery on 4/17/97 a prostatectomy with radical retropubic pelvic lymphadenectomy. He had bilateral penrose drains placed on 4/20 the left drain was removed and found to be short. A kub revealed of retained pinrose adn the pt returned to surgery for its removal, on 4/22/97.